Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject crt-d was implanted on (B)(6) 2016. Reportedly, the device was prophylactically replaced on (B)(6) 2018 following the recommendations for pacing-dependent patients provided in the field safety notice on platinium devices issued in (B)(6) 2018. The device should be returned for analysis. Preliminary analysis did not reveal any device malfunction.

Event description:
The subject crt-d was implanted on (B)(6) 2016. Reportedly, the device was prophylactically replaced on (B)(6) 2018 following the recommendations for pacing-dependent patients provided in the field safety notice on platinium devices issued in (B)(6) 2018. The device should be returned for analysis. Preliminary analysis did not reveal any device malfunction.

Manufacturer narrative:
Please refer to the attached analysis report.